Event description:
The physician was attempting to use mo.ma ultra 5f ID cerebral protection device to treat a lesion in the right mid common carotid artery. The lesion exhibited moderate tortuosity and 60-70% stenosis. (Artery diameter 5mm x length 20-30mm). The anatomy was reported to be difficult and required different types of diagnostic catheter to engage the guide wire into the eca. The mo.ma was inspected and prepped prior to use with no issues noted. No resistance noted during delivery of the device to lesion. No force applied to the device during its advancement. Difficulty was encountered engaging the carotid artery. While inflating the cca balloon, it observed that 100% cca occlusion could not be obtained, a second attempt was made with no benefit. It was reported that a leak was noticed from the balloon as it didn't occlude cca. The patient reported weakness of right forearm which the physician felt was related to the mo.ma device. Patient was administered atropine to relieve the symptoms of weakness. The lesion was then treated using a cristallo ideale stent which performed as intended during the procedure. It was reported that the patient is safe and progressing fine post procedure. No other clinical sequelae reported.

Manufacturer narrative:
Evaluation, results: (root cause undetermined- limited information); patient¿s condition affected effectiveness of device - (60-70% stenosis, difficult anatomy); no device returned no results available since no evaluation performed - (device or procedural images not provided for review). Evaluation, conclusion: unable to confirm complaint ¿ (device or procedural images not provided for review); device failure/lack of effectiveness related to patient condition ¿ (60-70% stenosis, difficult anatomy); (root cause undetermined ¿ limited information).